Manufacturer narrative:
H3: product analysis of part# 7756005, lot# rs20d004 - visually the drill stop appears to be in good condition. Upon disassembly there is visually a good bit of wear on the locking tabs, because of this wear it appears there cannot be enough force placed on the depth gauge to lock it in place. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding few cervical instruments prior to use. It was reported that the depth stop not working on depth drill guide and inner sleeve stuck in depth stop. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event.